Event description:
During a remote follow-up, episodes of myopotential over-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming has been performed to resolve the event. The patient was stable.